Event description:
Terumo medical received an FDA medwatch report # mw5174531. The event description states: "a 6fr angio-seal was obtained for use. It was noticed the end was bent and it wouldn't work properly. A second 6fr angio-seal was opened, and it had the same defect. A third 6fr angio-seal was opened, and it did not have a flaw, and it worked as intended."

Manufacturer narrative:
D4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted. E3: occupation: risk manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device used during the case, for the first device used please see section h10 for the related report number.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed for a damage to the anio-seal device. The exact root cause could not be determined. The device history record was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).